Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) ultra set disposable disconnect y-sets were damaged; further described as "empty bags and tubes" were separated. This was observed before peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #, expiration date and unique identified added. H4: device manufacturing date added. H10: twenty-three (23) actual samples were received for evaluation. A visual inspection with the naked eye noted cuts in the drain bag in two (2) of the samples only. Functional leak testing was performed on one of the samples which revealed a leak from the cuts in the drain bag. The condition of leaks due to damage to drain bag was verified on two samples only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.